Event description:
It was reported that the insulin pump alarmed no delivery. The customer stated that she was bolusing and received 4.6 units out of 12 units. The customer did not know the blood glucose reading. She stated that she did not feel comfortable using the device and requested its replacement. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.